Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, during a period where the usual PICC insertion service was unavailable, an anaesthetic registrar inserted a powerpicc solo, without any previous experience. At the end of the procedure, it was noted that a guidewire was unaccounted for, and had been left in the patient. Patient transferred to interventional radiology, where guidewire was successfully retrieved. Initial treatment was delayed while the issue was resolved. Sample was destroyed.